Event description:
It was reported that the patient was implanted with a stage 1 trial system on 2014 (B)(6). Initially the patient had painful stimulation with the lead, but after redirecting the foramen needle at a slightly more acute angle they were able to get an appropriate fluttering sensation in the perineal area, as well as good bellows and great toe dorsiflexion indicating appropriate s3 stimulation. The patient had fluoroscopy with movement of the device during implant surgery. The permanent lead was then placed, there were no complications, and the patient tolerated the procedure well. The stage 1 was successful and the patient had successful improvement in their voiding parameters. On 2014 (B)(6), the patient was implanted with a new ins and the lead was cleaned and connected to the generator. It was interrogated and found to be in good working order. The pocket was irrigated and closed in 2 layers and there were no complications. The patient tolerated the procedure well and hemostasis was excellent throughout. The surgeon performed a cystoscopy and there was no evidence of urothelial abnormality, urethral injury, or bladder defects and the urethral orifices were normal in position. The patient had a CT of their pelvis with contrast. The patient was frustrated because of the constant pain in their right side on 2015 (B)(6) and the medical assistant told them it was too soon to tell if this was just a nerve that had been stretched, pulled, or cut that was causing the problem. The patient was told to give it at least 3 months to see if things started to get better, and that may take up to a year or more. The patient had not seen a difference with the device off and would turn it back on. The patient was reminded that any nerve damage or injury could cause severe pain and took a while to get back to normal or it may go the other way and they could have numbness. The patient was going to stop using the ER for pain medications since they were not going to help with this issue. The patient had pain at the implantable neurostimulator (ins) pocket and they presented today to the ER due to the pain. The patient was getting good stimulation and therapy, but had severe pain at the ins site on the right side that radiated into their groin and down their leg. The health care provider (hcp) was unsure if turning stimulation off affected this pain. The patient had no falls or procedures and the ins was not mobile in the pocket, but the pocket was tender. This had been an issue for the patient since they had this new system placed on 2014 (B)(6). Infection had been ruled out and the CT was negative for anything remarkable. The patient hadn¿t been able to get in to see their hcp for follow-up on the pocket pain. The action taken to resolve the event was that the patient was given pain medication. There was possible nerve improvement and the wound site was healed. The cause of the event was not determined and it was unknown if it was device related. The patient was not recovered and had other issues now.

Manufacturer narrative:
Product ID 3093-28, lot# va0mxde, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID neu_ens_stimulator, serial# unknown; product type external neurostimulator product ID 3093-28, lot# va0mxde, implanted: 2014 (B)(6); product type lead (B)(4).